Event description:
During a typical atrial flutter procedure, output issues with the catheter resulted in the procedure being cancelled. It was noted that the tissue along the cti line could not be successfully ablated. 3.5 lines were done and had no effect on the voltage where ablation occurred. Power, temperature, impedance drop, current, etc. Looked fine but there seemed to be no effect. The power was set to 40 watts, average force was above 10 grams, and lsis were about 5.5 to 6.0. The catheter was replaced with no resolution. Lesions were not able to be created so the case was abandoned. There were no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The device met specifications during temperature testing and irrigation flow testing. In addition, electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report #3005334138 and manufacturing site. The correct MFR number is 3008452825.